Event description:
The event is reported as: complaint description: clip stuck to one of the applicator jaw. Patient condition is fine. No patient injury reported. Requested additional information.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.